Event description:
In 2009, the pt reported he has had low blood glucose readings that have dropped below 40 mg/dl with his target range being 150-200 mg/dl. He stated his insulin infusion device has been vibrating at night and he thinks his device is delivering boluses he has not programmed. He said his most recent low reading occurred this morning and measured 46 mg/dl. Symptoms were waking up in a "puddle of sweat" and he corrected his reading by drinking orange juice. The pt stated he was driving to work and could not troubleshoot but would call later to continue. Later the same day, the pt called back to troubleshoot. He said he has woken up the last 3 mornings with readings in the 30's mg/dl with his normal range being in the 100's mg/dl. He drinks orange juice to correct his readings. He is currently within his normal range. To troubleshoot, the pt was instructed to check the daily insulin totals on his infusion device. After checking the totals for five days, he stated they were all accurate except that the total on the event date, "sounds a little high". The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.